Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a healthcare professional (hcp) on (B)(4)2018. The hcp reported that the patient complained of heating at the battery site during normal usage. The battery was explanted on (B)(6)2018 due to normal battery depletion. However, this issue was reported as well. There were no known environmental/external/patient factors. An impedance check at 0.7 volts was done just prior to explant which indicated all contacts within normal range. The patient indicated that the burning sensation that they were feeling at the battery site only happened while stimulation was on. Programs were checked. Voltage usage is currently at 2.2 volts each with 2 programs running and a third program running at 0.5 volts. Pulse width ranges from 390-450 and the frequency is 60 hertz. The rep had the implantable neurostimulator (ins) and would return it. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The rep had no further details to provide. They would be seeing the patient at their post-op appointment in 2 weeks on (B)(6)2018. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomalies. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient met with the manufacturer representative on the day of the report. When she turns stimulation on, within 20 minutes to 1 hour she will have stabbing, burning pain at the implantable neurostimulator site. The stabbing, burning pain subsides when the stimulation is turned off, but will return upon turning the stimulation back on an hour later. It was reported that this started 6 months prior to the report (confirmed as 2017) and has gotten progressively worse. This was preventing the patient to walk because of the discomfort, stabbing, and burning pain. Impedances were run at 0.7 volts, but they had to stop the test because the patient was feeling a shocking sensation to the ribs. Impedances were then tested at 0.25 volts and things were in the normal range. A couple of contacts (2,3,4 and 5) were on the higher side of normal between 50-4000 ohms when check. Contacts 14/15 were programmed for c2 and tested as 338 ohms. The patient¿s battery voltage was reading 3.02 volts at the time of the report. A longevity estimation was done based on the settings below used 24 hours per day: c1: 2.0v, 450pw, 60hz, +-, 640ohms c2: 0.3v, 450pw, 60hz, +-, 379 ohms 24hrs/day (using contact 14/15-: 338 ohms ) the end of service was estimated to be 48 months. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-30. It was reported that the cause of the symptoms at the battery pocket after having the implantable neurostimulator (ins) turned on for 20 minutes to one hour was not determined. The patient turned off the ins and had the device reprogrammed, but the issue was not yet resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.